Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient had a pain pump installed however, the patient developed an infection in their back where the catheter was and it was necessary for the pump to be removed. Additional information has been requested, but had not been received as of the date of this report.